Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the malfunctions discovered. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited the rubber cover of forceps channel port is detached, and the up/down angulation lever plate, the universal cord, control unit are sticky. There was no patient involvement.